Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm 56 months ago. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the stent graft migrated due to aortic neck dilation to 30 mm with no evidence of an endoleak. It was also noted that the stent graft migration began in 2008. The decision was made to place an aortic cuff at a later date. No further information was provided and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: stent graft migration, aortic neck dilatation. Conclusion: aortic neck dilatation.